Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer also reported hearing a whirling noise coming from the insulin pump. Customer reported hearing the noise when filling their tubing. The customer's blood glucose was 166 mg/dl. It was found the customer resolved their no delivery alarm with a complete set change. Customer also stated their insulin pump passed a displacement test. Troubleshooting could not be completed because the customer was at work. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.